Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose of 64 mg/dl while preparing to eat breakfast and was asymptomatic; they were advised to proceed with breakfast without meal announcing, with the corrective algorithm expected to address additional carbohydrates. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.